Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to an unknown laboratory methodology. The customer confirmed qc was ok. The customer wiped away the first drop of blood and used the second drop of blood for meter testing. At 5:02 a.m., the patient's meter result was 380 mg/dl. At 5:03 a.m., the patient's laboratory result was 563 mg/dl.